Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/23/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x magnification showed the product was contaminated, most probably related to removal and replacement. No other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 8.5 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient. Doctor realized that the wrong lens for the patient was implanted. The iol was removed and replaced in the same procedure with a model zct lens. There was an incision enlargement, and sutures used. Reportedly, there was no patient injury and the patient is fine post-operatively. No further information provided.